Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in the pump's history. There was no data found in the pump's history from the time of the reported occlusions due to continued patient use. The rewind, load, and prime steps were performed successfully with no alarms noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A force sensor calibration test was found to detect the correct force. There were no occlusions found during testing. An occlusion was induced during a 10 unit bolus by blocking the tubing; the appropriate alarms were emitted by the pump and were successfully recorded in the pump's history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
According to the patient, the animas pump gave her one occlusion alarm on the night of (B)(6) 2011. The patient claimed that she obtained elevated blood glucose reading of "311 mg/dl" and symptoms of frequently urination on the morning of (B)(6) 2011. The animas representative troubleshoot the patient's elevated blood glucose with further investigation. The patient was able to prime the subject pump without any mechanical issue or occlusion issue. Since the infusion site and set was not changed since the alarm occurred, the animas representative advised the patient to change the infusion site. There was no product misuse. There was no recurrence of the occlusion issue. The reported issue was resolved with training. This complaint is being reported due to a possible user error issue and because the patient had symptoms that can be associated with hyperglycemia. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The (B)(4) instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.